Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Despite multiple follow-up attempts, the healthcare provider declined to provide any additional information such as operative report, specific reason for explant, and relevant medical records. Moreover, the subject device has not been returned for evaluation; therefore, no further investigation into the root cause of this event can be performed at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the 27-mm edwards' bioprosthesis was explanted at implant and replaced with another edwards' pericardial valve, 25-mm. Through follow-up, the surgeon indicated that the reason for explant is patient related and not due to a device malfunction. No additional information was provided due to patient privacy regulations.